Event description:
It was reported that the tip broke off the screwdriver.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as it was retained by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.